Event description:
An endurant ii stent graft system and a complete se was implanted for the endovascular treatment of a 4.6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the severely tortuous external and common iliac arteries. The final angiogram was taken with a catheter and soft wire in place the aneurysm was excluded however the external vessels showed some spasmed areas due to wire and device placement. The rfa was closed and the patient¿s pulse was checked. Upon closing the left cfa no pulse was noted a retrograde sheath-o-gram was taken and contrast wouldn¿t fill the artery the blood blow stopped on one of the tortuous bends in the ecia. The physician elected to implant 8x40 short shaft se complete ses in to straighten it out the artery. The c-arm visualized was poor and the physician landed this stent higher than anticipated. The physician then called for a second se complete ses but there were no short shaft complete ses on the shelf so he had to use a 8x80 se complete ses on a long shaft when he did his wire exchange for a longer wire through the angled glide catheter the physician lost wire placement/positioning. The physician recannulated the (B)(4). The physician deployed the 8x80 se took another retrograde angiogram through the sheath to discover that there was still no blood flow proximally into the iliac limb. It was determined that the wire and 8x80 se complete ses had gone behind the endurant limb and the stent was now cutting off flow. The physician elected to perform a fem-fem bypass from the right to left side below the initial kink in the leia and the blood flow was restored. The physician stated the event was related to the procedure. No clinical sequelae were reported and the patient is fine. Review of pre-implant 3d images confirmed that the patient¿s neck diameter was 18.8mm below the neck, and 33mm in length. The max d iameter aaa was 4.4cm. The aorta was severely calcified. The distal aortic diameter was 17mm. The iliac arteries were severely tortuous bilaterally. The right common iliac diameter ranged from 13 ¿ 14 mm, and the left common iliac artery diameter ranged from 13 ¿ 19mm. The origin of the left common iliac was acutely angulated approx. 90 deg. The right access was 9mm and the left access was 11mm. Several still angio images showed that the devices were implanted and there appeared to be good flow within the stent grafts and no endoleak. Distal to the left limb the blood flow appeared severely reduced. After implanting one or more stents into the distal left limb, the blood flow was improved distal to the stent graft, but no flow was seen within the stent graft. The right external artery also showed a good blood flow distal to the stent graft. Final angio was not provided. The cause of the events appear to be anatomy related (severely tortuous iliacs) and user/procedure related (loss of wire placement and poor visualization).

Manufacturer narrative:
(B)(4).